Event description:
It was reported that the dexcom g7 experienced intermittent communication failure with the ilet, resulting in signal loss to the ilet while the dexcom app continued to receive readings; troubleshooting included sensor toggling between g6 and g7, bluetooth unpair/repair, phone and ilet restarts, firmware update after phone restart, app reinstall, and the user planned sensor replacement if the signal was not restored. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the systems, characterized by intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.